Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  The lot number of the sheath used is unknown. Therefore, an evaluation on both sheath lot number used is to be performed. Sheath lot 62929766. UDI: (B)(4). Sheath lot 62929765. UDI: (B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via 26mm commander delivery system and 14f esheath, there was higher than normal force when advancing the commander deliver system with crimped valve through the sheath on the right groin. Once the valve exited the sheath, a bent valve strut was noticed. The valve was withdrawn into the tip of the sheath and the devices were remove as one unit. A new 26mm sapien 3 ultra valve, 26mm commander delivery system and 14f esheath were opened and prepped. The valve was deployed with good results. A cutdown was performed for the closure due to concern that there may be vessel damage. An endarterectomy was performed due to plaque however, a dissection was observed and assumed to be from the first esheath.  No intervention for the dissection was required as there was good flow.  Last known status of the patient was that they were hemodynamically stable and in good condition. The devices were returned for evaluation.  The following were observed on the returned sheath: a liner tear, liner strand and a sheath shaft puncture. It was also observed on the 26mm sapien 3 ultra valve,  there were 2 inflow struts bent outwards.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12346 and 2015691-2020-12347.

Manufacturer narrative:
The sheath was returned with inserted delivery system (with valve) and complete loader. Delivery system was locked at default position, no flex and unused fine adjust. Visual inspection of the returned device was performed, and the following was observed:  liner was torn through the entire length of the sheath. Minor liner strand was observed, it was 2 ½¿ from distal end of sheath tip sheath shaft puncture is approximately 3 cm from distal end of sheath tip. Scratches was observed on the sheath shaft. Hdpe (sheath shaft) strands were observed. Minor liner delamination at sheath distal tip. Minor soft tip damaged. Gouges on the flex tip. The sheath and distal tip were opened as designed. Procedural imagery was received for review and shows the 2 bent struts at the inflow side, the crimped was partially out of sheath. Patient had a calcified and tortuous access vessel (right). No relevant functional testing could be performed due to the nature of the complaint and condition of returned device. The complaint was confirmed through visual inspection. Dimensional analysis was performed. The sheath liner thickness was measured along the length of the tear. Thicknesses deviating from the specification could contribute to liner tear and / or be indicative of a manufacturing non-conformance. The liner thickness was found to be within specification at all measured locations. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints related to the reported events. A review of complaint history on confirmed device complaints (returned and no product returned) from july 2019 through june 2020 revealed additional returned complaints for the edwards esheath (all models and sizes) for the complaint codes. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment investigation which captures root cause analysis for the issue and a corrective action preventative action (CAPA) was initiated. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving esheath usage: instructions for use (IFU) for esheath, us, IFU for commander delivery delivery system, us, s3u commander preparation training manual), and s3u commander procedural training manual). Section 5.0: precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Delivery system through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged.  If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.  If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system  if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques ¿ coda balloon ¿ iliac occlusion balloon ¿ reinsert dilator. Do not reinsert sheath if removed.  Repair can be performed surgically or with endovascular techniques ¿ surgical instruments should be ready in every case ¿ consider vascular surgery. Surgeon should be in room at all times. ¿ physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU / training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events were confirmed by the visual inspection. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per description ¿there was higher than normal force for small section when advancing valve through sheath on the right side¿. Per imagery review, tortuosity and calcification can be seen in the right access vessel. Furthermore, the scratches were observed from returned device, which was indicating the severe calcification within the access vessel. The presence of tortuosity and calcification could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Per IFU / training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (access vessel calcification/ tortuosity) may have contributed to the complaint event. As reported, ¿once valve exited sheath bent tine was noticed¿. For overcome the resistance experienced during delivery system advancement, it was likely that excessive force was applied to manipulation devices, so it led to valve struts caught onto the sheath, and resulting in punctured onto the sheath shaft. This can be evidenced by the gouges seen on the flex tip. However, a definitive root cause was unable to be determined at this time. Available information suggests that procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. As reported, ¿once valve exited sheath bent tine was noticed. The valve was withdrawn into the tip of the sheath.¿ per imagery review, the crimped valve was partial out of the sheath after retrieval, it likely that the liner was torn during the retrieval of delivery system (with valve). Due the patient had tortuous and calcified access vessel, the delivery system (with valve) could have a challenge to retrieve coaxial through the sheath distal tip, if the excessive force was applied, it could lead to liner torn and liner strand. However, a definitive root cause was unable to be determined at this time. Available information suggests that procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. In this case, a femoral artery injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.